Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that reservoir was changed before a day and some insulin have gotten into the pump. Customer stated that buttons not responding, button error alarm, menu continues to scroll without input. Customer stated that unable to clear the alarm. Customer stated that insulin pump was exposed t moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.